Event description:
It was reported that during implant, the left ventricular (lv) lead was unable to be placed in an adequate position. The lv lead was removed and a different model lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the tip seal on the distal electrode of the lead showed evidence of blood ingression; full lead returned and analyzed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).